Event description:
It was reported through a legal event that a female patient underwent hernia repair surgery on or about (B)(6) 2008. During the hernia repair surgery, the surgeon implanted a strattice firm mesh in her. The lot number for that mesh is s1d088, catalog number for that mesh is 1620002. After surgery, the patient returned to the hospital on or about (B)(6) 2012 with complaints of abdominal pain. She was diagnosed with recurrent incisional hernia. On or about (B)(6) 2012 she underwent a revision surgery for repair of recurrent incisional hernia with mesh and removal of foreign body, which was the previously placed strattice mesh. During the procedure, her surgeon noted multiple intra-abdominal adhesions between the omentum and anterior abdominal wall, fascial defect, and totally dislodged the old mesh which was dissected off. It should be noted the lot number provided is not populating as a valid lot, therefore, the lot associated with this event is unknown. The catalog/item number is valid.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 8/24/2022, pmqa received follow up notification from legal that the lot associated with this event was found through discovery and is s1d086-010. However, the lot number provided is an invalid lot number, therefore, the lot associated with this event remains unknown. As reported in the initial: initial it was reported through a legal event that a female patient underwent hernia repair surgery on or about (B)(6) 2008. During the hernia repair surgery, the surgeon implanted a strattice firm mesh in her. The lot number for that mesh is s1d088, catalog number for that mesh is 1620002. After surgery, the patient returned to the hospital on or about (B)(6) 2012 with complaints of abdominal pain. She was diagnosed with recurrent incisional hernia. On or about (B)(6) 2012 she underwent a revision surgery for repair of recurrent incisional hernia with mesh and removal of foreign body, which was the previously placed strattice mesh. During the procedure, her surgeon noted multiple intra-abdominal adhesions between the omentum and anterior abdominal wall, fascial defect, and totally dislodged the old mesh which was dissected off. It should be noted the lot number provided is not populating as a valid lot, therefore, the lot associated with this event is unknown. The catalog/item number is valid.

Manufacturer narrative:
Additional and/or corrected data: b5, h10 the lot number associated with this event was found through discovery and is s1d086-010. However, the lot number provided is an invalid lot number, therefore, the lot associated with this event remains unknown and the investigation conclusion remains unchanged. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.